Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges delivery inaccurate. Caller reported experiencing ketoacidosis; was able to self-treat. Requested return of the alleged device for evaluation.